Event description:
The caller who refused to provide any contact information called to report that their cidex opa expired on 5-22-2009. It was not discarded at that time and was used over the weekend. She asked if there was a grace period to use the cidex after its expiration date. The customer care center (ccc) associate informed her that we cannot advise use of the solution beyond the expiration as we cannot guarantee that the product will perform to the product specifications. She declined to provide the name of her facility as she does not want the event reported. It is unknown how many patients may have come in contact with instruments or devices that were sterilized or disinfected with the expired solution.

Manufacturer narrative:
(B) (4). Incorrect care/use of.